Manufacturer narrative:
Initial and final MDR 1957939 - MDR 3003442380-2024-19225- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On 25-jun-2024, it was reported that the patient faced sticky adhesive did not last for more than 1 day. The patient blood glucose levels elevated to 300 mg/dl. No further information available.